Event description:
The customer reported a coulter lh 500 hematology analyzer generated falsely low white blood cell (wbc) and platelet (plt) results for one patient sample. The erroneous results were generated in manual mode and were lower than results generated for the same patient sample cycled in auto mode. There were no erroneous results reported out of the laboratory. Patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed wbc and plt results recovered erroneously low when cycled in manual mode compared to auto mode. The fse performed a mode to mode calibration to resolve the issue.